Manufacturer narrative:
On (B)(6) 2016 03:06 pm (gmt-5:00) added by (B)(6) ((B)(4)): our service engineer investigated the ventilator on site and found that it was no safety valve issue. It was a leakage in the inspiratory section of the ventilator. The leakage was causing the pre-use check to fail the "internal leakage" and "safety valve" test, according to the device log files. Our service engineer also found that one of the nozzle units changed during the customer performed pm, was faulty. The nozzle unit was sent back for investigation. During test in a reference ventilator, the pre-use check failed in several tests. Investigation showed that the failure were caused by a bent feather spring in the nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high pressure alarm will be generated if user set limit is exceeded. Most probably the feather was bent during mounting/dismounting in the gas module. Evaluation of the received device logs confirms a minor leakage during internal and safety valve test. The device log files are not confirming a leakage caused by the nozzle unit. The cause of the leakage during puc or the faulty nozzle unit has not been determined. However most probably the problems causing the leakage was introduced during the pm by the customer.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 11:02 am (gmt-4:00) added by (B)(6) ((B)(4)): preliminary evaluation of the ventilator logs showed that the ventilator had failed the safety valve and internal leakage sub-tests during the pre-use checks on the reported date of event. The replaced part has been requested for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator had a safety valve issue. This was discovered during preventive maintenance. There was no patient involvement. (B)(4).